Manufacturer narrative:
Summary: two reciproc files r40 6/100 31mm 040 were returned (one file in loose + on unused file). The file in loose is actually broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review (batches#: 1314345, #1315804, #1302842, #1315804 and #1331203). Unused file was evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it is reported that a reciproc files 6x broke during use. The broken piece remains in the root canal and the patient referred to endo specialist. The outcome is unknown as of this MDR and further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.